Event description:
Additional information received identified the patient experienced a fall prior to the revision surgery.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced ineffective stimulation due to lead migration (x-rays confirmed). As a result, surgical intervention was taken wherein the lead was explanted and replaced with a new model which resolved the issue. Reportedly, effective stimulation was restored postoperatively.